Event description:
It was reported that "swg was hard to advance as there was foreign body stuck in the tail end." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of foreign material inside the device could not be confirmed by the photo. The photo shows a guidewire assembly with the proximal end of the protective tubing circled, indicating the location of the reported foreign material. It appears that the circled object is the guidewire advanced through the wire snubber. No foreign material could be identified from the customer provided photo. The customer also returned one guidewire advancer with the guidewire inside and one lidstock. No signs of use were observed. Based on visual analysis, the guidewire was protruding from the proximal end of the advancer through the wire snubber. No foreign material was identified on the returned sample. Moderate force was required to remove the guidewire from the wire snubber and advance out of the assembly. A device history record review was performed, and no relevant findings were identified. Based on evaluation of the returned sample, no problem was found with the device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "swg was hard to advance as there was foreign body stuck in the tail end." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".